Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt fell in (B)(6) 2010. Following the fall, he experienced a severe loss of clinical effect of his stimulation on the right side of the body. The device connected to the left lead, showed impedances greater than 2000ohms. The extension was replaced. The pt recovered without sequela.